Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was still able to be powered on and off by pressing the on/off button. The device's lid switch, designator sw5, was determined to be the cause of the reported issue. The returned device was archived by stryker. The customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device failed to power on when the lid is opened. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.